Manufacturer narrative:
One opened contact lens case was received from the customer, which contained one lens. The open lens was measured and a visual inspection was performed. The lens met company standards for base curve, center thickness and diameter. No visual attributes were revealed in the magnified visual inspection. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Initial reporter's phone number: (B)(6).

Event description:
On 16dec2019, a patient (pt) in (B)(6) reported a diagnosis of corneal ulcer in the left eye (os) while wearing an acuvue® oasys® brand contact lens (cl). The pt experienced symptoms of "conjunctivitis" in the os after 2 days of wearing the suspect cl. The pt experienced a ¿scratchy feeling¿ and photophobia upon removal of the cl from the os. The pt visited an eye care provider (ecp) on (B)(6) 2019 and was diagnosed with a corneal ulcer. The pt was prescribed vymar antibiotic eye drop, 1 drop every 3 hours for 7 days; hyabak lubricating eye drop, 1 drop every 3 hours for 7 days; cold compress with saline, 3 times a day for 7 days. The pt reported daily wear and monthly replacement schedule. The pt used renu solution to clean cls. The date of event was (B)(6) 2019. No further information was provided. On 20dec2019, additional information was provided by the pt: the pt returned to the ecp for follow-up on (B)(6) 2019 and (B)(6) 2019 to be evaluated for proper treatment. The pt was advised on day 3 that the ulcer was healed. The pt was instructed to continue the use of the previously prescribed medication and to return to the ecp for follow-up after the treatment was complete. The pt is currently experiencing slight photophobia. The pt does not have a follow-up visit scheduled at this time. No further information was provided. On 24dec2019 the pt reported the os is ok now and has not returned to the ecp. Attempts were made to confirm the diagnosis with the treating ophthalmologist, but no further information was received. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. The suspect os contact lens was requested to be returned for evaluation but has not yet been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00r3w0 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.